Event description:
No additional information regarding this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, g3, h2, h3, h6. Corrected: d4(UDI). Visual examination of the returned product and provided pictures identified that the threaded post is fractured and remains in the tibial targeting guide handle. The impactor shows wear and tear that indicates repeated use during potential field age greater than 5 years. Device history record (DHR) was reviewed, and no discrepancies were found. A definitive root cause could not be determined. It should be noted that upon additional review of this device malfunction, there has not been a report for serious injury or adverse event due to fracturing of this device. Zimmer biomet considers this event nonreportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported an impaction head fractured inside the targeting jig during a procedure. No foreign body retained and no harm to the patient have been reported. Attempts have been made and no further information is available.